Event description:
The eswab was laying on the counter, clear back side facing up. A bug was noticed to be floating in the fluid. Package unopened. Manufacturer response for eswab collection and preservation of aerobic, anaerobic &, eswab (per site reporter). The manufacturer took my phone call and said that they would be sending me instructions to start the return credit process and quality analysis.